Event description:
It was initially reported that patient experienced symptoms such as sweating, diarrhea about every four weeks and felt like he goes through withdrawals. Cause of these symptoms were not known to the patient and had started around 14 months ago when reported on (B)(6) 2011. Patient was at home at the time. It was late reported by the healthcare provider (hcp) that the pump was not functioning; "excess solution found in the pump than what was expected, indicating pump malfunction". Cause was unknown. A (B)(4) test was done and concluded a patent catheter. A (B)(4) study was also done, results were not noted. The pump was explanted. Patient outcome was noted as non-serious injury/illness - mild withdrawal symptoms. Patient was not hospitalized. Drugs delivered via the device were morphine and bupivacaine.

Manufacturer narrative:
Catheter model: 8703w, (B)(4), implanted: (B)(4) 97, explanted: unk.